Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be conclusively determined through this investigation as no log files from the time of the reported event were provided by the account. Although the account indicated that the low flow alarms were likely due to dehydration; a specific cause for the change in pump parameters could not be conclusively determined through this investigation. A direct correlation between heartmate 3 lvas, serial number mlp010170, and the reported aortic insufficiency could not be conclusively determined through this investigation. The account reported that the patient, who has a history of heart failure and non-device related aortic insufficiency, presented to the center for an evaluation of low flow alarms and generalized weakness that started in the morning of 18may2020. The patient¿s spouse had called an ambulance as they felt that the patient was lethargic. The patient reported that their symptoms resolved after being examined in the ambulance. The patient denied headaches, vision changes, numbness, tingling, weakness, fever, chills, nausea and/or vomiting, chest and/or abdominal pain, and dizziness. Upon arrival, a chest x-ray and head CT scan were performed and were unremarkable. The patient¿s automatic implantable cardioverter defibrillator was interrogated and did not reveal any unusual events. The patient reported that they had been maintaining good oral hydration; however, they were administered a 250cc bolus due to concerns of dehydration. The patient was discharged from the emergency room on(B)(6)2020 with improved symptoms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further information was provided by the account. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. This document also warns that moderate to severe aortic insufficiency must be corrected at the time to device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented for evaluation of low flow alarms and generalized weakness. The patient was noted to have a history of heart failure and aortic insufficiency. The aortic insufficiency was not considered to be device related. The patient reported their symptoms of generalized weakness resolved after entering the ambulance. The patient denied any other symptoms. The patient stated they had maintained good oral hydration. Chest x-ray did not show any acute change and the automated implantable cardioverter defibrillator (aicd) was interrogated and no events were recorded. Head computed tomography (CT) scan was also non-revealing for any acute intracranial pathology. The patient also tested negative for covid-19 and was discharged from the emergency room (ER) with improved symptoms. The patient was given bolus due to concern for dehydration, which was believed to be the cause of the low flow alarms.